Event description:
A surgeon reported that the laser indirect ophthalmoscope (lio) was not giving enough energy to imprint the pt's tissue. The lio was exchanged and the same issue occurred. A third lio was used and the case was completed following a 10 minute delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).